Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio meter: 5.1, lab: 3.4 (tested at the lab within one hour). Patient's therapeutic range is: (2.0-3.0).